Event description:
It was reported that customer experienced cgm error 42 while using g6 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, who provided full pump reset instructions and guided customer through reset; error did not recur, customer successfully started sensor session, and no pump or supply replacement or further follow-up was needed.